Manufacturer narrative:
Users are instructed to check the vac pac device before and after each use and not to use the device if there is known damage or a leak. Users are also instructed to replace units older than two years that are used several times a week.

Event description:
The customer initially contacted natus medical to report that their vac pac patient positioning support device had a split and/or leak at the seam. The vac pac has been reported to be in use during a procedure when the problem was found, but there has been report of death, injury or delay in treatment. The vac pac device has been reported to no longer had legible lot number information, the customer reported tape around the valve stem as well. The vac pac has been disposed at the user facility.